Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was noted that the thresholds had been elevated since initial implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.